Event description:
It was reported that the patient had developed an infection at the battery and midline incision. Symptoms of pain and fever. The patient was prescribe antibiotics. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were kept by the facility.

Manufacturer narrative:
Sc-1232 (sn: (B)(6)). The returned ipg was analyzed and passed the functional test and revealed no anomalies.

Event description:
It was reported that the patient had developed an infection at the battery and midline incision. Symptoms of pain and fever. It was also mentioned that the ipg site split open and had a puss. The cause of infection was unknown and unclear if it was device related. The patient was prescribe antibiotics. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were kept by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).